Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that malfunction was due to defective full height drawer rails. A field service engineer replaced full height drawer rails to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system drawer rails detached, rendering the full-height drawer inoperable. The customer reported that malfunction caused delay in dispensing the medication for the patient. There were no adverse events or injuries reported based on this incident.